Manufacturer narrative:
To date, no further information has been received and the lead remains implanted. If new details are forwarded, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine clinical follow-up, a warning message was observed regarding impedances values with the non boston scientific atrial lead. The message indicated that impedance values had been greater than 2000 ohms. The physician was notified and elected to monitor only, as loss of atrial therapy was not considered critical for this patient. No adverse effects were reported and no intervention was performed.